Manufacturer narrative:
The investigation was carried out using a digital microscope. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Based on the information available as well as a result of the investigation the root cause of the failure is most probably user related. No pores, inclusions or foreign bodies could be found on the point of rupture. It is liable that a mechanical overload situation led to the breakage. A CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that during a gynecological procedure the tip broke off the scissors.